Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 74-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The pump was placed in the catheterization lab to allow for angioplasty and then sent to the unit (ICU) for continued monitoring. The patient presented to the ICU with low pulses in the leg and a mottled left leg. The decision was made to explant the impella after just 2 1/2 hours of support.

Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on clinical description, the cause of limb ischemia most likely patient condition related.